Event description:
The customer reported a failing pipettor carryover test on the unicel dxi 800 access immunoassay system. The customer stated that they are running carryover testing every six months. The customer did not report concerns of erroneous and/or questioned patient results associated with this event. A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the telephone and isolated the issue to the sample probe. Cts generated a service request and a beckman coulter field service engineer (fse) was dispatched for this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument and replaced the sample probe. The fse then ran a carryover test and the results passed within specifications. The fse noted that another fse had performed a passing carryover test on the analyzer, on (B)(4) 2013, following a preventive maintenance and service performed on the pipettors. (B)(4).